Event description:
Patient was in for surgery for re-excision right breast lumpectomy, sentinal node mapping/biopsy, and placement of a mammosite radiation therapy catheter. A mammosite 4-5 catheter was used. Ref # 2456, lot # 08g03hb. (I do not know the expiration date. This info was not recorded. Our stock was all current however.) The balloon on this catheter was intact all during surgery. The patient came in to the hospital the following day for a planning visit related to radiation therapy. The balloon was documented to be intact at this time. The patient returned 4 days later for her first therapy. The balloon was noted to be ruptured at that time. Therapy could not be started. Patient came to the or a few days later for replacement of the mammosite catheter. Surgeon reports a long tear in the balloon. Manufacturer's represenative was notified.